Event description:
Pt had an ICD placed and went into v-tach/cardiac arrest and was re-admitted four days later. It appears that the pt had an myocardial infarction(mi). The patient was readmitted with notes that indicated possible ICD or lead malfunction. Patient expired 43 days after the ICD was implanted.it is possible that the ICD had gotten dislodged during the code. The device was checked 30 days after the implant was functioning appropriately.